Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a laparoscopic incarcerated ventral hernia with colostomy closure procedure there was leaking from the seal of two trocars. The leaking occurred when a 5mm instrument was inserted. There was no torque applied. They continued to use them to complete the procedure. There was no impact to the patient. Both trocars were discarded.